Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was displaying an unknown error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor was worn out and the device failed temperature assessment. It was determined that the worn out motor caused the temperature failure. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the handpiece device was displaying an unknown error code when the device was plugged in. During in-house engineering evaluation it was determined that the device failed temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.